Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported implant was returned for investigation. Visual inspection of the as returned product identified slight foreign material. No damage found. The returned device was measured and verified to match DHR specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing condition noted on the product experience report (per) was an autoimmune disorder. The reported device was located on tooth #31 and was used for approximately 2 months. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported infection / bone loss. The reported device was returned of investigation. The complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional PMA/510(k) number - k101880.

Event description:
It was reported that the patient had infection and bone loss. The implant was removed.